Event description:
It was reported that following cephalic insertion of the central venous catheter (cvc). After insertion it was observed that the distal lumen was unable to aspirate. A second insertion attempt was performed. During removal, resistance was encountered with the guidewire, and kinking/deformation of the guidewire was observed. A third insertion attempt was subsequently performed without reported complications. Additional information has been requested regarding the patient's condition, any medical or surgical interventions, and whether any adverse event, injury, or health consequences occurred. At the time of this report, no additional information has been received.

Manufacturer narrative:
(B)(4)